Event description:
(B)(4). I had gotten essure placed (B)(6) 2007 after I had my son. My doctor rushed through the paper work never once said anything about it being permanent because I voiced my opinion of wanting the option to have more children in the future and I also never received the card with the coil information on it. Since the coil implant I've developed pelvic pain, ovarian pain, hair loss, anxiety and depression, random rashes and welts, nausea, tingling in my right hand and arm, back pain, loss of sexual arousal.